Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 isolated mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed. After deploying the second mitraclip there was a single leaflet detachment (slda) and the clip was no longer attached to the septal leaflet. A third clip was then implanted, after deployment, an slda occurred for this clip as well, it was no longer attached to the septal leaflet. The procedure was discontinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.